Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 4/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the pt line of the homechoice set with out pausing therapy. When hp returned the machine was alarming, in an endeavor to correct the issue, hp reconnected their transfer set to the pt line of the homechoice set. Tsc assisted hp's spouse in ending therapy early and advised them to setup with new supplies to complete hp's therapy. Per rn, no pt injury or medical intervention was associated with this incident.